Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history found no additional related complaints for this item. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
During the procedure, the screw broke in the stem neck trial and the stem had to be planted via trephine and slap hammer. Attempts have been made and additional information on the reported event has not been received at this time.

Manufacturer narrative:
(B)(4). G2: report source us. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.